Manufacturer narrative:
The reported event that locking screw, t10, 3.5x16mm was alleged of 'no locking effect' could not be confirmed, since the device was not returned /scrapped by customer) for evaluation and no other evidences were provided. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed. Device was discarded.

Event description:
It was not locked the screw for variax during procedure. Replaced another screw and complete the procedure.